Manufacturer narrative:
An event regarding wear involving a trident liner was reported. The event was not confirmed. Method & results: device evaluation and results: material analysis from the investigation record: not performed as no items were returned visual inspection: as per the attached picture of iiner, damage can be seen a little and biological particles including red blood spots are visible. Picture is attached for the reference. A functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other events for the reported lot. Conclusions: a review of the image provided shows some damage to the liner. While it is not possible to confirm the nature of the damage, it is likely due to explantation. Therefore, the reported event of wear cannot be confirmed. The exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, x-rays, pathology reports and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened. Product surveillance will continue to monitor for trends.

Event description:
Exploration & gluteal tendon repair right total hip replacement for pain on examination of acetabular liner (trident) it was discovered that there was wear due to position of 10degree lip this was replaced with mdm dual mobility.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device evaluated by manufacturer? Not available

Event description:
Exploration &gluteal tendon repair right total hip replacement for pain on examination of acetabular liner (trident) it was discovered that there was wear due to position of 10 degree lip this was replaced with mdm dual mobility.